Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 51mm in length and extended from a position 3mm proximal of the proximal markerband to 14mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation the balloon burst. No patient complications reported. It was further reported that the 70% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. The balloon ruptured when it was inflated at 14 atmospheres.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation the balloon burst. No patient complications reported. It was further reported that the 70% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. The balloon ruptured when it was inflated at 14 atmospheres.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation the balloon burst. No patient complications reported.